Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 185, 139, 141, 386 and 373 mg/dl. The customer¿s expected am fasting blood glucose test result is 82 mg/dl and expected pm fasting blood glucose test result is 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 177 mg/dl using true metrix meter. The product is (not) stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/14/2024 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 185 mg/dl, date: (B)(6) 2023, time: 02:27 pm non-fasting (customer ate an apple); result 2: 139 mg/dl, date: (B)(6) 2023, time: 11:15 am, fasting; result 3: 141 mg/dl, date: (B)(6) 2023, time: 05:43 am, fasting; result 4: 386 mg/dl, date: (B)(6) 2023, time: 05:23 am, fasting (customer did not take any medicine); result 5: 373 mg/dl, date: (B)(6) 2023, time: 04:42 am, fasting (customer did not take any medicine).

Manufacturer narrative:
Sections with additional information as of 12-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.